Event description:
The physician reported that he was having problems with his handheld battery because it would not hold a charge. Troubleshooting resolved the issue only temporarily. He confirmed that the handheld was plugged into the wall outlet overnight, but when he unplugged it, he could not turn on the handheld computer. The physician also reported that when the handheld was plugged into the wall, the light on the front of the handheld alternated between red and green. A new programming system was shipped to the site. Good faith attempts to have the old programming system back to manufacturer for product analysis have been unsuccessful.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.